Manufacturer narrative:
The following fields were updated due to corrected information: d.10. Device available for eval?: no. D.10. Returned to manufacturer on: na. H.6. Investigation: two photos of two 32g x 4mm pen needle samples were returned from an lot. No 9015918 and lot. No. 8338627., cat. No. 320559. Visual examination of the returned photos was carried out and a broken non patient end of cannula was observed on both samples. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the photos provided and the fact no physical samples were returned for investigation this cannot be confirmed to be manufacturing related.

Event description:
It was reported that pen ndl 32g 4mm pro 14 experienced 4 cases of being unable to deliver insulin/medication and 4 cases of the cannulabreaking off. The following information was provided by the initial reporter: drug didn't come out due to a broken needle npe.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. Medical device lot #: 9015918 , medical device expiration date: 2024-01-31, device manufacture date: (B)(6) 2019. Medical device lot #: 8338627, medical device expiration date: (B)(6) 2018, device manufacture date: 2023-11-30. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen ndl 32g 4mm pro 14 experienced 4 cases of being unable to deliver insulin/medication and 4 cases of the cannula breaking off. The following information was provided by the initial reporter: drug didn't come out due to a broken needle npe.